Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit during normal use. Customer's blood glucose was 44 mg/dl. The customer was treated with food and he is feeling good. The customer was advised that battery out limit alarm during normal use may indicate a loose battery cap. The customer was advised to clear the alarm with esc and act. The customer was assisted with reprogramming time/date. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor the pump. The customer also mentioned that he ran selftest and passed.